Event description:
It was reported that sometime after surgery, pt reportedly "hit their head with a car door." Soon afterwards pt complained of discomfort when swallowing. X-rays revealed that 2 screws and one of the plate's locking screws had backed out. A revision surgery was performed approximately three months post op to remove the hardware. It was also reported that the pt had been non-compliant.